Event description:
It was reported that the wake button was difficult to press. There was no adverse impact to customer¿s blood glucose level. Customer reverted to an alternate pump for insulin therapy.